Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging an issue with the battery contacts on his onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged meter issue began one morning during (B)(6) 2014 (date/time not provided). The patient stated that the meter casing was broken which had caused an issue with the battery contacts. The patient manages his diabetes with unspecified medications. The patient manages his diabetes with oral medications. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "feeling feint and really hot" several days (date/time not provided) after the alleged meter issue began; however, he denied having received any treatment. The patient stated that he visited his doctor (B)(6) 2014 (date/time not provided) and he was advised to check his blood glucose frequently to ensure his results were correct. The patient stated that his blood glucose was tested using a lab device (date/time not provided) but he was unable to provide the result obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptoms of ¿feeling feint and really hot¿ after the alleged meter issue began. These symptoms are suggestive of a severe low blood glucose excursion and do meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.